Manufacturer narrative:
A visual inspection was performed on the product. Complaint of product pumping too much fluid could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did unit pump too much fluid. Pressure and flow readings were normal. All functions performed as expected. No problem found. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure the surgeon noticed a large volume of saline solution underneath the drapes in patient's abdomen. During the procedure it was noticed that the pump was running faster than normal, however, it wasn't until the drapes were removed that the problem with the patient was identified. It was found that a large volume of fluid escaped into pelvis/abdomen area of the patient requiring an immediate cat scan and ongoing follow-up. This was the second procedure of the day this device was used. The first procedure had no complications.